Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump had been alarming constantly due to the pump being empty. Per the caller the managing healthcare provider (hcp) would not fill the pump. No symptoms were reported. The caller wanted the pump removed and was sent a physician listing. No further complications have been reported as a result of this event.